Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during the refill process. The blood glucose reading was 140mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced. No further information was provided.